Manufacturer narrative:
(H3) pending evaluation.

Event description:
As reported, the patient had an initial left tsa in 2020. The patient was revised on (B)(6) 2024 due to a disassociated liner. The surgeon removed a 46 inset glenosphere, 46+0 liner, +5 humeral tray and preserve stem and replaced with exactech components. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported may have been due to disassembly. However, the reported disassembly could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined, as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.